Manufacturer narrative:
The reported device was manufactured and distributed by (B)(4)., (B)(4) and implanted prior to (B)(4) purchase of certain assets of (B)(4) on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Revision total ankle replacement - this morbidly obese patient presents pain with posterior impingement between tibial and talar components in the posterior aspect of the ankle joint. Presence of hypertrophic bone ingrowth. The ankle joint appears to be in a 20 degrees valgus deformity when viewing from the coronal plane. The calcaneus has shifted laterally. Upon, dissection down into the ankle joint it was discovered that the 6mm polyethylene spacer from the primary procedure had fractured into multiple pieces. The surgeon removed all fragments of the spacer, removed any bone ingrowth in and around the joint and replaced the spacer with a 7mm component.